Event description:
Boston scientific received information that during a pre-discharge check this defibrillation lead had an increase in thresholds. The lead was repositioned with favorable measurements. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that this lead did indeed dislodge which resulted in the threshold issue. Information suggests this lead remains in-service. Should additional information becomes available, this event will be updated.